Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap donor nephrectomy, the trocars were leaking gas from the seal when the instrument was inserted. No pt consequences were reported.